Event description:
In 2006, the customer reported to bsc that during an egd procedure for a pt (age & gender unk) for treatment, the clip broke into two pieces inside the pt. The pt did not sustain any complications or ill effects as a result of this issue. Both pieces were removed from the pt. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
This device was been received by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.